Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was not feeling well and the cgm was displaying low. The patient was dizzy, had blurred vision and has difficulty talking. The patient went to the hospital and when the nurse checked the bg it was 502 mg/dl but the patient could not remember what the cgm was displaying because his mind was "foggy". The wearable was removed. The patient was treated with multi-vitamins, fluids and humalog. The patient stayed hydrated and was at the hospital until their blood sugar went down to around 300 mg/dl before going home. The patient was in the hospital for 5-6 hours. At the time of the report, the patient was experiencing dizziness. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0131 speech disorder.